Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 1.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured on the 3rd inflation at 18 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was microscopically examined and no damage or irregularities identified. Inspection of the device revealed that numerous hypotube kinks. The device was inflated to the rated burst pressure (12atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 1.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon ruptured on the 3rd inflation at 18 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.